Event description:
Patient reported "implant rupture". Later healthcare professional "implant rupture" and "capsular contracture Baker grade IV". This record is for the right side. Device has been explanted.

Manufacturer narrative:
This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026.A review of the Device History Record has been completed. No deviations or non-conformances noted.Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.Reason for Reoperation: Rupture.Visual Analysis: Rupture: Not observed.¿ Capsular Contracture: Unable to observe as it is a medical event that is not related to the device.No additional observations are performed.No further actions are required since no issue in the manufacturing of the device is observed.